Event description:
In 2005, this pt hit his head on a car door. His audiologist reported that he has reported persistent ringing with stimulation and that sounds are softer since that time. Clinicians swapped out most of his external equipment and reprogrammed his device, but did not eliminate the ringing sound or regain the previous of performance. The pt's family is considering explanation and reimplantation surgery in the near future. They have not scheduled a surgery date at this time.